Event description:
Prior to a case anesthesia reported a "vent fail" message. Biomed noted that the bellows was only moving 1" at 1000 ml setting. Drager replaced the ventilator assembly and retained the assembly for evaluation.